Event description:
It was reported that the user found a torn pigtail when opening the package, another device was used for the patient. There was no damage on the outer carton.

Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received only a green stent for evaluation. Per the visual inspection, it was observed that the green stent was broken. How and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "stent placement (1) in order to improve sliding, immerse the stent in a normal saline solution. (2) confirm the guidewire position where it coils inside the renal pelvis. (3) move the pigtail straightener over the proximal end (kidney coil end without the suture) of the ureteral stent, allowing easier insertion onto the guidewire. (4) remove the pigtail straightener once the stent is secure in the guidewire and pass the stent over the guidewire through the cystoscope by using the pusher with radiopaque tip for proper placement. (5) keep watching the distal end (bladder coil end with the suture) of the stent or radiopaque, proximal end of the pusher while advancing to proper position of the stent. Hold the guidewire to keep it from moving. (6) stop advancing when the stent's distal end is identified. If the proximal end is inserted too much, pull the suture to modify the stent properly. (7) confirm proximal end of the pusher and stent's distal end marker (bladder end), reaches the ureterovesical junction (uvj) by fluoroscopy." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found a torn pigtail when opening the package, another device was used for the patient. There was no damage on the outer carton.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted the sample was port broken. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿[contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Patients with known allergy to silver coated catheter". (B)(4).

Event description:
It was reported that the user found a torn pigtail when opening the package, another device was used for the patient. There was no damage on the outer carton.